Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the sample had acceptable results. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an open kidney transplant procedure. The suture was being used for sewing the arterial an anatomosis. During the pull up of the suture through the tissue, the suture thread snapped under tension. In order to resolve the issue and complete the case, used a different suture without issue. There was no patient harm. The patient outcome is alive, no injury.